Manufacturer narrative:
The field service engineer (fse) found the diff sample line to the flow cell was cut at vl52 (valve 52) due to excessive wear. The fse replace the tubing at vl52 and resolved the leak, differential results missing and the fc voltage pressure error reported. (B)(4).

Event description:
The customer reported while checking reagents at the back of the coulter lh 750 hematology analyzer, they noticed a leak of red fluid on the countertop. The volume of the leak was reported as 5 ml and the leak was not contained. Customer also reported they were not receiving differential results and there was a fc voltage pressure reading out of specifications error message reported at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. No medical attention was sought. No erroneous results were associated with this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.